Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please medwatch report # 3004209178-2013-99749.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 647mg/dl. The caller stated that insulin from the reservoir was leaking out. No further information was provided.